Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the tip was not perfectly circular. Visual inspection under the microscope revealed a dent at the tip. The deflection worked as per specification. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the patient developed a pericardial effusion during a cryoablation procedure. Pericardial effusion occurred between the third and fourth ablations. Patient also reported as having low blood pressure. The procedure was aborted to perform pericardiocentesis. Device 2 of 2, reference MFR report: 3002648230-2014-00079.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.